Event description:
Two capsules were deployed. During the first attempt to deploy the bravo capsule the deployment device failed (the top popped off and a spring was exposed. That capsule was disposed of, and the deployment device was saved. The second bravo deployment device was measured and inserted to the appropriate depth. Suction was initiated for a full minute. The capsule appeared to be deployed properly, suction was discontinued and deployment device removed. Patient began desaturating, pt was rolled to his back from his left lateral position in attempt to improve his oxygenation. Anesthesia deemed it necessary to intubate patient. Bravo capsule unable to be located in esophagus. Stat pcxr (portable chest x-ray) completed and bravo capsule was confirmed to be in the lung. Successful bronchoscopy was performed, with foreign body removal completed. Patient tolerated well. Test #1 performed (B)(6) 2024 at 09:40am; test #2 performed on (B)(6) 2024 at 11:54 am.